Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when switched on, the cardiosave intra-aortic balloon pump (iabp) screen was pixilated. There was no harm reported.

Manufacturer narrative:
Updated fields- b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated and found error code #63 in the fault logs and replaced the video generator board (0670-00-1182). All functional and safety test performed.